Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect alarm was not confirmed. The returned 14-volt patient cable was functionally tested and was found to perform as intended. The patient cable was connected to a test power module and a test system controller. The cable was manipulated as the controller operated a mock loop and no atypical alarms occurred. No log files were associated with the reported event. The root cause of the reported power cable disconnect alarm was unable to be determined through this analysis. Incidental findings: bent pins within the 16 pin lemo connector of the patient cable. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including power cable disconnect alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the patient cable, and to obtain replacements if needed. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was connected to the power module during heartmate 3 implantation procedure. A power cable disconnect alarm occurred on black cable of power module patient cable before the pump was implanted, and the backup battery has not yet been installed. The system was powered by the white cable from power module, and worked as expected. The black connector connected to the 14v battery and the system worked normally. The patient cable was exchanged, and the system began to work properly. The affected cable was marked as "not for clinical use."